Event description:
It was reported that during device unpacking, guide wire damage was noted. When the amplatz super stiff guide wire was removed from the package, the end of the wire was "frayed." The device was not used. The procedure was successfully completed with another of the same device. No pt complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.